Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after hearing an alert. A remote monitoring transmission indicated that an integrity alert had been triggered due to pacing impedance variation and short v-v intervals. High pacing impedance was also noted. Reprogramming was performed to change the vector of the sensing and pacing. The lead remains in use. No patient complications have been reported as a result of this event.